Event description:
It was reported that a patient presented to have his device moved to the right side due to unrelated issue. Post procedure the device displayed false eri alert due to diagnostic anomaly on (B)(6) 2017. The device download was performed successfully. The patient was in a stable condition and would continue to be monitored.